Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a stroke and was taken for a thrombectomy, and a clot was extracted. The thrombus was located at acute right middle cerebral artery (mca), ischemic cerebrovascular accident (cva). The patient was post operation day 1 from left ventricular assist device (lvad) implant. The patient was noted to have left-sided weakness and right gaze preference. The patient remained intubated and sedated, followed commands, and was able to move all 4 extremities.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.